Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator stopped working and kept alarming device failure 10. The device did not stop alarming and it was shut off by the user via the main switch. No patient injury was reported.

Event description:
It was reported that the ventilator stopped working and kept alarming device failure 10. The device did not stop alarming and it was shut off by the user via the main switch. No patient injury was reported.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log file it could be confirmed that on october 6, 2022 at 05:47:35 the device detected an impaired internal communication between the cockpit and the ventilation unit. As a result, the alarm ¿device failure (10)¿ was generated and a restart of the cockpit was initiated. However, other than initially reported no patient ventilation was occurring at the time of event as the device had been set to standby by the user prior to the device failure. Based on the log entries the root cause of the device internal communication issue could not be clearly identified. A temporary deviation of the hard disk drive is a possible root cause for such issues. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of an impaired internal communication between the cockpit and ventilation unit the alarm message "device failure (10)" will be posted. Ongoing ventilation would not be affected and would continue as set. The display of monitoring parameters on the cockpit screen might be restricted in case of present "device failure (10)". Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display located on the ventilation unit wherein the user can track the on-going ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.